Event description:
The patient was treated with the encore system and about 2 weeks later presented with neck swelling and an infection at the lower incision. The incision was drained and packed to treat the infection and the patient was treated with augmentin. The symptoms worsened, the physician opened and drained the incision and continued the patient on augmentin. About 1 month later, the drainage has improved. The physician decided to explant the device due to persistent drainage. Nothing of note was observed during the explant or exploration.

Event description:
The patient was treated with the encore system and about 2 weeks later presented with neck swelling and an infection at the lower incision. The incision was drained and packed to treat the infection and the patient was treated with augmentin. The symptoms worsened, the physician opened and drained the incision and continued the patient on augmentin. As of the date of this report, drainage has improved.